Event description:
This follow-up report is being filed to relay that the previous report submitted on june 19, 2020 was submitted erroneously as a duplicated event. This event is currently being submitted under 0001822565-2020-01304.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on june 19, 2020 was submitted erroneously as a duplicated event. This event is currently being submitted under 0001822565-2020-01304.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00875704801 lot number: 61460734 brand name: acetabular shell. Catalog number:00877000832 lot number:2513782 brand name: metasul taper liner. Catalog number: 00877003201 lot number:2555969 brand name: metasul head. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01607. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced groin pain approximately 7 years post implantation. Attempts have been made and additional information on the reported event is unavailable.